Event description:
It was reported to depuy acromed that a moss miami polyaxial screw broke post-operatively at the base of the screw head. A revision surgery was required in 2001 to remove the broken screw and replace it with another screw. There were no other adverse consequences to the patient. A dimensional analysis was performed, where the screw was not damaged, and the screw conformed to specifications. A fracture analysis was performed on the screw using a scanning electron microscope. The sem revealed that the surface of the break at the base of the screw head was relatively smooth. This is due to the two pieces rubbing against each other repeatedly. However, the break does indicate some grainy characteristics which indicates that this may have been a fatigue fracture. No material defects were observed during the sem analysis. A material assessment test was performed and the screw conformed to specifications. The most likely cause of the event is a fatigue. If the screw is subjected to repeated loading cycles (as indicated by the sem analysis), the screw may break. If the pt does not follow activity restrictions in the post-operative protocol, increased loading may be applied to the screw, causing it to break. No further action is required.

Event description:
It was reported to depuy acromed that a moss miami polyaxial screw broke post-operatively at the base of the screw head. A revision surgery was required in 2001 to remove the broken screw and replace it with another screw. There were no other adverse consequences to the patient.